Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 3 months, 5 days. Manufacturer's investigation conclusion: review of the submitted log files confirmed 18 low flow events; however, a specific cause could not conclusively be determined through this evaluation. The log file contained low flow alarms when the estimated flow dropped below a threshold of 2.5 lpm. The pump speed remained above the low-speed limit for the duration of the log file. Additionally, this evaluation could not conclusively determine the cause of the patient's reported fall. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(4) and no further related events have been reported at this time. The hm3 lvas IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. It also addresses suction events and states pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient is continuing to have low flow alarms at night. The patient was recently hospitalized where the doctors attempted to decrease the patient's vad speed, then increased it, and decreased his hct to 23% to see if that could help prevent the low flow alarms. The patient is asymptomatic with the low flow alarms. According to his wife his blood pressure is ¿90¿s over 70¿s¿ when she checks after the low flow alarms. Echo and CT scans were performed. The log file submitted to technical services for analysis confirmed low flows with high pi readings. There were no other unusual events seen within the log file. Additional information submitted stated that the patient got up to go to the bathroom and fell. The patient stated feeling weaker and weaker over the past several weeks and ultimately collapsed due to weakness. The patient was admitted to the hospital on (B)(6) 2018 for evaluation. An ear nose and throat doctor saw the patient and observed consistent lightheartedness when going from lying down to standing up and even from lying to sitting up. There was relatively insufficient cerebral perfusion with positional change. It is suspected that this is related to the patient's underlying diminished cardiac output. It was also reported that the patient was having low flow alarms at night. While in the hospital the patient's speed was decreased, then increased, and hematocrit was also decreased to 23% to see if that could help prevent the low flow alarms. The patient was asymptomatic with the low flow alarms. According to the patient's wife the patient's blood pressure is "90's over 70's" when checked after the low flow alarms. Log file analysis confirmed low flows with high pulsatility index (pi) readings. No further information was provided.